Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Plaintiff profile form received. Ppf alleges dislocation with closed reduction and infection requiring IV antibiotics. Doi: (B)(6) 2010 : dor: not revised (left hip). Please see (B)(4), left hip first revision.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: e2hdt1000. Device history review: a device history record (DHR) review found no anomalies or deviations to the manufacturing process. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.